Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection indicated that set screw mark was noted on the terminal pin and cuts were found in the insulation. The helix was retracted and blood or body fluid was noted in the helix housing. The lead then passed all tests. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold and low amplitude. An attempt to obtain additional information was unsuccessful. The rv lead was explanted. No additional adverse patient effects were reported.